Event description:
It was reported that pump experienced malfunction 9 code and screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source, restored display and worked with technical support to reset pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged understanding.